Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2009. Case was going well with easy prep and advancement of the delivery system. Device was delivered up the right side. The renals were marked and the physician deployed to the contra gate and then decided to deploy the top cap prior to cannulation of the contra gate. The physician released the trigger wire, which was completely removed, and loosened the pin vise to advance the top cap. During the attempt to advance the top cap, the entire graft would move up above the renals. The physician held the gray positioner firm and again tried to pop the top cap off; however, the top cap held firm. The physician then applied some pressure, pulling back on the gray positioner while pushing the cannula. The top cap sprung open and the graft landed at the intended site. The physician commented that the top cap was definitely stuck. The case was continued without any further incident. The completion run revealed no endoleak. The current status of the pt is unk.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. At this time there is no evidence to suggest the device was not manufactured to specifications. Each device is shipped with instructions for use (IFU) describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. Additionally for this part of the procedure (advancing the top cap) the IFU recommends to use an les wire (lunderquist) for extra support. All trained physicians have access to a physicians reference manual that lists troubleshooting techniques if this failure mode is to occur. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. Based on product history with this failure mode, the delivery system as well as the stent graft could be contributing factors to this incident. Specific components of interest, at a minimum, would be the top cap, the proximal trigger wire, and the suprarenal stent. The delivery system or stent graft were not returned to assist in this investigation. Additionally, the anatomy can also be a contributing factor to this failure mode. Images have been requested to determine if the pt's anatomy, in this case, could have been a contributing factor to the failure mode. Images had not been returned at the time this report was written. At this time a definitive root cause cannot be reported. If additional info or evidence is received in the future that alters the scope or outcome of this investigation, this report shall be amended at the appropriate time. We will continue to monitor for similar complaints.